Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged critical pump error and vibrating on event date (B)(6) 2021. Device received with a blank display. No vibrating noted. Unable to perform the self test, sleep current measurement, active current measurement and displacement test. Pump was cut open to perform visual inspection and found the battery tube connector plugged in properly to j7/pcb. No moisture damage on the electronics, 40 pin flexible printed circuit/lcd and battery tube, however, moisture damage was noted on the motor home switch. The original pcb 2 was installed in a test pcb 1.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, missing display window cover, cracked case - corner of belt clip rails, battery tube threads - cracked and label damage (faded serial number label). In summary, insulin pump receive with a blank display isolated to pcb 1. No vibrating noted. Unable to download history files and traces due to blank display. Moisture damaged noted on the motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The information received via medtronic indicated that the insulin pump had other critical pump error. Insulin pump was flashing and did not turn on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.